Manufacturer narrative:
Concomitant medical products: controller/(B)(4), exp date: 08/31/2016. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that the there was an e-fault. The patient was admitted for driveline connector cleaning. During the cleaning, one pin was dirty. The patient was not prepped for the procedure as his inr was 3.8. There were 3 rounds of cleaning at 45 seconds each with pump stops each time. The primary controller was exchanged. The patient tolerated the procedure well.

Manufacturer narrative:
Initial report date should be 06/26/2016. Additional component involved in this event: controller-con190982, MFR date: 08/31/2015. (B)(4). The driveline cable, hw24566 was not returned for evaluation. Con190982 was returned for evaluation. Review of the manufacturing documentation of hw24566 confirmed that the associated device met all requirements for release. On-site inspection of the driveline connector and controller confirmed the contamination by foreign material of the driveline cable connector and driveline connector port. A driveline connector cleaning procedure was performed to mitigate the conditions reported. In addition, the reported "electrical fault alarms" event was confirmed via review of the controller log files, which revealed 2 electrical fault alarms of type sys_front_phase_a_open'. This failure is most likely due to contamination of the driveline connector/ driveline connector port that caused an increased reading of the front stator's impedance values leading to the electrical fault alarms. The controller passed functional testing but visual inspection found contamination of the driveline connector port. The information available suggests that the reported electrical fault alarms were caused by contamination/foreign material of the driveline cable connector. The manufacturer has initiated an internal investigation to further evaluate issues related to driveline connector contamination leading to electrical faults. Based on the investigation conducted, the most probable root cause has been attributed to design/training issues.  Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.